Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. Also, the right ventricular (rv) lead was noted with small r waves sensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.